Manufacturer narrative:
Please note that the packing coil pusher assembly associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided; therefore, the manufacturing records could not be reviewed.

Manufacturer narrative:
The embolization coil was implanted into the patient. However, the pusher assembly is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a ruby coil detachment handle (handle) and a pod packing coil (packing coil). During the procedure, the physician successfully detached a pod coil into the target location using the handle. After advancing a packing coil into the target location, the physician attempted to detach the packing coil and reported that coil would not detach. It was also reported that the packing coil pusher assembly was stuck within the handle. The physician decided to remove the packing coil from the patient. Upon retraction, it was observed under fluoroscopy that the coil had detached. The physician then used the pusher assembly to push the coil into the target location. At this point, the procedure was successfully completed. There was no report of an adverse effect to the patient.